Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that before implant, there were doubts over the device software. Another device was implanted.